Manufacturer narrative:
Based on the information provided, the root cause of the customer reported complication cannot be determined. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. If additional information is received, a follow-up MDR will be submitted. Per an isi senior failure analysis engineer, as of 19-aug-2022, a system log review could not be performed because the system logs are not available at this time no video/images were provided by the customer for review. This complaint is being reported due to the following conclusion: during an ion endoluminal lung biopsy procedure, the patient developed a moderate pneumothorax in the right lung. As a result, the patient received unspecified medical intervention and was admitted to the hospital for a couple of days. The cause of the complication is unknown. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred.

Event description:
It was reported that after completion of an ion endoluminal lung biopsy procedure, the patient developed a moderate pneumothorax in the right lung. As a result, the patient received unspecified medical intervention and was admitted to the hospital for a couple of days. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. Intuitive surgical, inc. (Isi) has reached out to the customer to obtain additional information but has not yet received a response.

Manufacturer narrative:
The patient's birth year is 1939. The specific birth date was not provided.